Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and electrical problems such as open circuit, short circuit, or signal loss. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: due to adhesive peeling around bending tube, the connection between bending section and distal end was detached. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope has a distorted image. There were no reports of patient harm.